Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2010, the pt had two percutaneous leads placed peripherally. It was reported on (B)(6) 2010, that she was experiencing a burning sensation from one lead contact. The reported discomfort is said to be present only when the stimulation is functioning. An x-ray revealed that one of the pt's peripheral leads had moved slightly anterior. No surgical intervention is planned at this time. The pt has suspended use of the stimulation associated with the peripheral leads.